Event description:
It was reported the patient experienced ineffective pain relief from the scs system and has declined further programming efforts to address the issue. Follow-up identified the physician plans on explanting the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.